Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall adapter. Customer's blood glucose level was not impacted. During a follow-up, it was reported that the pump was charging as expected.